Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. No specific treatment information was provided. The device was originally reported for the customer being unsure the pod was delivering insulin.